Manufacturer narrative:
(B) (4).

Event description:
A power-on-reset (por) condition was reported and a "call doctor: por" icon message was seen on the patient programmer. Code 0x200 was listed (watchdog timeout). Further information was requested.